Manufacturer narrative:
Literature citation: michael s. Virk, md, phd, james e. Han, md, anne s. Reiner, mph, lily a. Mclaughlin, bs, daniel m. Sciubba, md, eric lis, md, yoshiya yamada, md, mark bilsky, md, and ilya laufer, md; "frequency of symptomatic vertebral body compression fractures requiring intervention following single-fraction stereotactic radiosurgery for spinal metastases". Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the literature that a retrospective analysis was carried out to determine the rate of symptomatic vertebral body compression fractures (vcfs) requiring kyphoplasty or surgery in patients treated with 24-gy single-fraction stereotactic radiosurgery (srs) . Three hundred twenty-three patients who had undergone single-fraction image guided intensity-modulated srs between c-1 and l-5 were included in this analysis. Patients had been treated for histologically confirmed solid tumor metastases over an 8-year period (2005¿2013). Charts and imaging studies were reviewed for post-srs kyphoplasty or surgery for mechanical instability. A spinal instability neoplastic score (sins) was calculated for each patient both at the time of srs and at the time of intervention for vcf. The cumulative incidence of vcf 5 years after srs was 7.2%, whereas that of death following srs at the same time point was 82.5%. Twenty-six patients with 36 srs-treated levels progressed to symptomatic vcf requiring treatment with kyphoplasty (6 patients), surgery (10 patients), or both (10 patients). The median time to symptomatic vcf was 13 months. Seven patients developed vcf at 11 levels adjacent to the srs-treated level. Fractured levels had no evidence of tumor progression. The median spinal instability neoplastic score (sins) changed from 6.5 at srs. In patients without prior stabilization at the level of srs, there was an association between the sins and the time to fracture. One of the patients underwent repeat kyphoplasty after fracture progression at a vertebral level with a previous kyphoplasty.